Event description:
A medtronic representative reported an inaccuracy after navigating a spine surgery. When the site took their final CT spin, the two most inferiorly placed screws were all 10-15mm too short in length. The surgeon reported they had measured projections as cylinders, screws and with the measurement tool. The final measurement was taken from the tap without a projection added in the software. They had created a plan and followed it's trajectory. The surgeon reported everything was accurate throughout the surgery. They were using navlock drivers with solera multi-axial 4.75 screws. It was necessary to replace the two most inferior screws on the lowest spine level. The procedure was completed with the use of navigation and no reported negative impact on the patient outcome.

Manufacturer narrative:
Patient weight was requested, but is not available from the site.per medtronic representative at the site, the requested system files are not available to send to the manufacturer for analysis. Unable to determine root cause at this time due to lack of information.

Manufacturer narrative:
It was originally reported that it was necessary to replace the two most inferior screws on the lowest spine level. However, it was later reported that two 6.5 x 35 mm screws were replaced with 6.5x45 mm screws at the l4 level.

Manufacturer narrative:
The exams from the reported event were sent to the manufacturer for evaluation. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.